Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial spinal fusion, the foot switch of the navigation system was switching status from on to off without prompt from the user. It was noted that the status "flipped very fast" and that the footswitch was visible within the diagnostic view of the application. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was noted that the procedure was utilizing a small active reference frame and a navigation surgical assistance tool.